Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported, "query a dark patch visible behind femur at 2 year follow up x ray. Cemented femur using cement gun to apply cement. Tibia and patella cemented. Patient is asymptomatic."